Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02307 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an endoscopy performed on (B)(6) 2010. According to the complainant, during the procedure, in both instances, while the clips were passing down the channel of the endoscope, the clips were extended from the sheath and opened however; they were unable to get the clips to close. The case was completed with an olympus clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - clip won't close. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.